Event description:
Report received from the USA stating that the device "tear in the hose" (hose damage excluding rupture). The device was being used during surgery. There were no patient or user injuries reported. It is unknown if medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).